Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a transobturator tape procedure performed in 2009. According to the complainant, through a couple of years after the procedure, the patient had bloody vaginal discharge. She also experienced mesh erosion behind the symphysis. The patient will have another procedure for revision of the mesh in the vaginal mucosa. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.